Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level ranged from 170-215 mg/dl. Reportedly, customer cleaned the speaker holes and cleared the alarm. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Customer reloaded the original cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.